Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop relating to a loss of power while connected to 14v batteries was confirmed via the submitted log file. The first submitted log file ((B)(4)) contained approximately 42 days of data (24jan2019 ¿ 08mar2019, per the time stamp). Throughout the log file, the controller captured multiple intermittent low battery advisory alarms while the patient was connected to battery power. These alarms activated when the batteries fell below the low voltage threshold after being in use for an extended period of time. The second submitted log file ((B)(4)) contained approximately 39 days of data (03apr2019 ¿ 13may2019, per the time stamp) as well as events captured on the default date of (B)(6) 2000. Throughout the log file, the controller captured multiple intermittent low battery advisory alarms while the patient was connected to battery power. On (B)(6) 2019 at 06:14, a low battery hazard alarm event became active relating to the 14v batteries depleting. The system operated on the external 14v batteries until they were fully depleted, and the no external power alarm became active at 06:48. When the alarms activated, the power source was exchanged to a new battery set. On (B)(6) 2019 at 01:20, the controller captured multiple intermittent low battery advisory/hazard alarms while the patient was connected to battery power, and the no external power alarm became active at 01:56. The system reverted to the internal 11v backup battery for power and operated until the backup battery became fully depleted resulting in a pump stop. Higher capacity 14v batteries were connected to the system controller and the system recovered to the stored speed value of 9200 rpm. The duration of time the device was without power could not be determined. The events following captured the time clock resetting to default date of january 1, 2000, and clock not set alarms being active. The 14v li-ion battery was not returned to abbott for evaluation nor the serial number was reported. The provided information indicated that the vad coordinator was not sure which batteries the patient was connected to during the low voltage advisories since the patient was at home; therefore, the serial number of the 14v batteries is not available at this time. Although it is inconclusive, analysis of the submitted log file indicated that the root cause of the events captured in the log file appeared to be the result of the patient running their batteries down to the low voltage threshold. Heartmate ii patient handbook (document (B)(4)) section 4-"living with the heartmate ii" states: "you must always connect to the power module when sleeping (or when sleep is likely). This is very important! If you fall asleep on battery power, you might not hear low power alarms. The batteries could run out of power, and the pump could stop before you hear the alarms." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial/lot number was not provided. Approximate age of device ¿ 7 years 6 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient had numerous lv advisories in history. During the analysis of the log file, tech service observed no external powers. These were due to the patient letting the batteries run down below the low voltage hazard threshold and lost power. The first one was on (B)(6) 2019 and the second was on (B)(6) 2019, at this time the ebb was unable to support the pump and caused a pump stop and caused the clock to reset. The patient connected to another set of batteries at that time and the pump did restart. The patient was constantly running on battery power. The patient was sleeping on batteries and this seemed to be the times the batteries are running out.